Manufacturer narrative:
(B)(4). One (1) 5.5 viper universal poly-axial driver was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fractured tip was not provided for analysis. The optical image of the driver shaft reveals plastic deformation at the hex-lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex-lobes indicates a torsional overload, which suggests that the driver underwent a quasi-static torsional shear failure starting at the hex-lobes and is extended around the cannulation. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip being broken intra-operatively cannot be determined. However, fracture analysis suggests that plastic deformation at the hex-lobes indicates a torsional overload, indicating that the driver underwent a quasi-static torsional shear failure starting at the hex-lobes and is extended around the cannulation. Since there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was final tightening and the screw interface broke. All pieces were taken out.